Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with insulin pump error. The blood glucose was unknown at the time of the incident. Customer also had issues keeping connection between the pump, the meter and the transmitter. Customer successfully completed the self-test. In alarm history showed that customer did have a insulin pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit communicated properly with a blood glucose meter. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted.